Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("serosa perforation /myometrium perforation"), device breakage ("fracturing and migration of the device"), device dislocation ("fracturing and migration of the device / malposition of essure device location of device: fallopian tube") and adnexa uteri mass ("right adnexal mass") in an adult female patient who had essure (batch no. 782774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, endometriosis and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), adnexa uteri mass (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), allergy to metals ("nickel allergy / allergic or hypersensitivity reaction type"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), migraine ("migraines/headaches"), rash ("rashes"), skin disorder ("skin conditions"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain."), back pain ("back pain"), pain in extremity ("leg pain") and nausea ("nausea"). The patient was treated with surgery (robotic hysterectomy, left ovarian cystectomy,oophorectomy (one side removal of ovary) and surgery (right salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, back pain and pain in extremity was resolving and the device breakage, device dislocation, adnexa uteri mass, menometrorrhagia, allergy to metals, dysmenorrhoea, alopecia, hormone level abnormal, migraine, rash, skin disorder, vaginal discharge and weight increased outcome was unknown. The reporter considered adnexa uteri mass, allergy to metals, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, hormone level abnormal, menometrorrhagia, migraine, nausea, pain in extremity, rash, skin disorder, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: patient had a right salpingo-oophorectomy due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . On (B)(6) 2016 patient had pathology reports resulted in :- part a. Uterus, cervix and right adnexa: cervix showing chronic cervicitis and small nabothian cysts. Corpus showing a leiomyoma, proliferative endometrium and a segment of metallic coil perforating the myometrium and protruding in the left cornu. Right ovary showing areas of endometriosis, follicular cysts with focal luteinization and stromal fibrosis. Fallopian tubes without significant changes. Negative for malignancy. Part b. Left ovarian cyst showing endometriotic cysts and follicular cysts, areas of stromal fibrosis and vascular congestion. Negative for malignancy. Part c. Left fallopian tube showing mild chronic salpingitis. Part d. Gross diagnosis: -uterine foreign body . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event- vaginal discharge, headache, pelvic pain, menometrorrhagia, right adnexal mass. Most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet and medical record received. Patient demographic and reporter added. Concomittant disease added.. Lot number received, lab data added. Events added are as follows- dysmenorrhea, alopecia, migraine , headache, weight increased, rash, skin condition, abdominal pain, back pain, pain in extremity, vaginal discharge, allergy metals, nausea, hormonal level abnormal. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("serosa perforation /myometrium perforation"), fallopian tube perforation ("perforation (fallopian tube(s)/ fracturing and migration of the device / malposition of essure device location of device: fallopian tube"), device breakage ("fracturing and migration of the device"), device expulsion ("migration of essure device- location of device: uterus"), ovarian cyst ("left ovarian cyst") and adnexa uteri mass ("right adnexal mass") in a 45-year-old female patient who had essure (batch no. 782774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, endometriosis and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced migraine ("migraines/headaches") and headache ("headache"). In december 2011, the patient experienced allergy to metals ("nickel allergy / allergic or hypersensitivity reaction type"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), weight increased ("weight gain."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, 5 years 11 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In november 2016, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), adnexa uteri mass (seriousness criterion medically significant), menometrorrhagia ("menometrorrhagia"), rash ("rashes"), skin disorder ("skin conditions"), vaginal discharge ("vaginal discharge"), back pain ("back pain/lower back pain"), pain in extremity ("leg pain") and nausea ("nausea"). The patient was treated with surgery (robotic hysterectomy(full), left ovarian cystectomy,oophorectomy (one side removal of ovary) right), surgery (salpingectomy(one side removal of fallopian tube) right). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation was resolving, the fallopian tube perforation, device breakage, device expulsion, ovarian cyst, adnexa uteri mass, menometrorrhagia, allergy to metals, dysmenorrhoea, alopecia, hormone level abnormal, migraine, rash, skin disorder, vaginal discharge, weight increased, nausea, headache, depression and anxiety outcome was unknown and the back pain, pain in extremity, vaginal haemorrhage and menorrhagia had resolved. The reporter considered adnexa uteri mass, allergy to metals, alopecia, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, nausea, ovarian cyst, pain in extremity, rash, skin disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had a right salpingo-oophorectomy due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion on (B)(6) 2016 patient had pathology reports resulted in :- part a. Uterus, cervix and right adnexa: - cervix showing chronic cervicitis and small nabothian cysts. - corpus showing a leiomyoma, proliferative endometrium and a segment of metallic coil perforating the myometrium and protruding in the left cornu. - right ovary showing areas of endometriosis, follicular cysts with focal luteinization and stromal fibrosis. - fallopian tubes without significant changes. - negative for malignancy part b. Left ovarian cyst showing endometriotic cysts and follicular cysts, areas of stromal fibrosis and vascular congestion. Negative for malignancy. Part c. Left fallopian tube showing mild chronic salpingitis. Part d. Gross diagnosis: -uterine foreign body concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event- vaginal discharge, headache, pelvic pain, menometrorrhagia, right adnexal mass. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events added: depression and mental anguish. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("serosa perforation /myometrium perforation"), fallopian tube perforation ("perforation (fallopian tube(s)/ fracturing and migration of the device / malposition of essure device location of device: fallopian tube"), device breakage ("fracturing and migration of the device"), device expulsion ("migration of essure device- location of device: uterus"), ovarian cyst ("left ovarian cyst") and adnexa uteri mass ("right adnexal mass") in an adult female patient who had essure (batch no. 782774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, endometriosis and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy / allergic or hypersensitivity reaction type"), dysmenorrhoea ("dysmenorrhea (cramping)"), hormone level abnormal ("hormonal changes"), migraine ("migraines/headaches"), weight increased ("weight gain.") And headache ("headache"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), adnexa uteri mass (seriousness criterion medically significant), menometrorrhagia ("menometrorrhagia"), alopecia ("hair loss"), rash ("rashes"), skin disorder ("skin conditions"), vaginal discharge ("vaginal discharge"), back pain ("back pain/lower back pain"), pain in extremity ("leg pain"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (robotic hysterectomy, left ovarian cystectomy,oophorectomy (one side removal of ovary),), surgery (hysterectomy and salpingectomy and cystectomy), surgery (robotic hysterectomy, left ovarian cystectomy,oophorectomy (one side removal of ovary),), surgery (hysterectomy and salpingectomy and cystectomy), surgery (surgery - cystectomy), surgery (right salpingo-oophorectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation was resolving, the fallopian tube perforation, device breakage, device expulsion, ovarian cyst, adnexa uteri mass, menometrorrhagia, allergy to metals, dysmenorrhoea, alopecia, hormone level abnormal, migraine, rash, skin disorder, vaginal discharge, weight increased, nausea and headache outcome was unknown and the back pain, pain in extremity, vaginal haemorrhage and menorrhagia had resolved. The reporter considered adnexa uteri mass, allergy to metals, alopecia, back pain, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, nausea, ovarian cyst, pain in extremity, rash, skin disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had a right salpingo-oophorectomy due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On (B)(6) 2016 patient had pathology reports resulted in :- part a. Uterus, cervix and right adnexa: - cervix showing chronic cervicitis and small nabothian cysts. - corpus showing a leiomyoma, proliferative endometrium and a segment of metallic coil perforating the myometrium and protruding in the left cornu. - right ovary showing areas of endometriosis, follicular cysts with focal luteinization and stromal fibrosis. - fallopian tubes without significant changes. - negative for malignancy. Part b. Left ovarian cyst showing endometriotic cysts and follicular cysts, areas of stromal fibrosis and vascular congestion. Negative for malignancy. Part c. Left fallopian tube showing mild chronic salpingitis. Part d. Gross diagnosis: -uterine foreign body . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event- vaginal discharge, headache, pelvic pain, menometrorrhagia, right adnexal mass. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), perforation (fallopian tube(s)), left ovarian cyst, migration of essure device- location of device: uterus, headache were added. Outcome of the events updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('serosa perforation /myometrium perforation/migration'), fallopian tube perforation ('perforation (fallopian tube(s)/ fracturing and migration of the device / malposition of essure device location of device: fallopian tube/migration of essure device location of device- uterus'), device breakage ('fracturing and migration of the device/ device breakage'), device expulsion ('migration of essure device- location of device: uterus'), ovarian cyst ('left ovarian cyst') and adnexa uteri mass ('right adnexal mass') in a 45-year-old female patient who had essure (batch no. 782774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ferrous sulfate. Concurrent conditions included obesity, endometriosis, ovarian cyst, anemia and vitamin supplementation. Concomitant products included oxycodone since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines/headaches") and headache ("headache"). In december 2011, the patient experienced allergy to metals ("nickel allergy / allergic or hypersensitivity reaction type"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain/ loss (specify which one)"). On 15-nov-2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 5 years 11 months after insertion of essure. In (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, adnexa uteri mass (seriousness criterion medically significant), menometrorrhagia ("menometrorrhagia"), rash ("rashes"), skin disorder ("skin conditions"), vaginal discharge ("vaginal discharge"), back pain ("back pain/lower back pain"), pain in extremity ("leg pain"), nausea ("nausea"), metrorrhagia ("metrorrhagia"), genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy and salpingectomy andleft ovarian cystectomy, hysterectomy and salpingectomy(one side removal of fallopian tube) right, cystectomy, right salpingo-oophorectomy, robotic hysterectomy(full), left ovarian cystectomy,oophorectomy (one side removal of ovary) right and robotic hysterectomy(full), left ovarian cystectomy,oophorectomy (one side removal of ovary),). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation was resolving, the fallopian tube perforation, device expulsion, ovarian cyst, adnexa uteri mass, allergy to metals, alopecia, hormone level abnormal, migraine, rash, skin disorder, weight increased, nausea, headache, depression, anxiety and post procedural complication outcome was unknown and the device breakage, menometrorrhagia, dysmenorrhoea, vaginal discharge, back pain, pain in extremity, vaginal haemorrhage, menorrhagia, metrorrhagia, genital haemorrhage and urinary tract infection had resolved. The reporter considered adnexa uteri mass, allergy to metals, alopecia, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, menometrorrhagia, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pain in extremity, post procedural complication, rash, skin disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had a right salpingo-oophorectomy due to complications from the essure device. Patient received treatment for events ¿ pelvic pain, general abnormal bleeding, metrorrhagia, uti, device breakage, perforation , migration, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on (B)(6) 2016: part a. Uterus, cervix and right adnexa: - cervix showing chronic cervicitis and small nabothian cysts. - corpus showing a leiomyoma, proliferative endometrium and a segment of metallic coil perforating the myometrium and protruding in the left cornu. - right ovary showing areas of endometriosis, follicular cysts with focal luteinization and stromal fibrosis. - fallopian tubes without significant changes. - negative for malignancy part b. Left ovarian cyst showing endometriosis cysts and follicular cysts, areas of stromal fibrosis and vascular congestion. Negative for malignancy. Part c. Left fallopian tube showing mild chronic salpingitis. Part d. Gross diagnosis: -uterine foreign body. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event- vaginal discharge, headache, pelvic pain, menometrorrhagia, right adnexal mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received-outcome of the events pertaining to pain, bleeding, bladder/urinary problems updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("serosa perforation /myometrium perforation"), fallopian tube perforation ("perforation (fallopian tube(s)/ fracturing and migration of the device / malposition of essure device location of device: fallopian tube"), device breakage ("fracturing and migration of the device"), device expulsion ("migration of essure device- location of device: uterus"), ovarian cyst ("left ovarian cyst") and adnexa uteri mass ("right adnexal mass") in an adult female patient who had essure (batch no. 782774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, endometriosis and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. In december 2011, the patient experienced allergy to metals ("nickel allergy / allergic or hypersensitivity reaction type"), dysmenorrhoea ("dysmenorrhea (cramping)"), hormone level abnormal ("hormonal changes"), migraine ("migraines/headaches"), weight increased ("weight gain.") And headache ("headache"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), adnexa uteri mass (seriousness criterion medically significant), menometrorrhagia ("menometrorrhagia"), alopecia ("hair loss"), rash ("rashes"), skin disorder ("skin conditions"), vaginal discharge ("vaginal discharge"), back pain ("back pain/lower back pain"), pain in extremity ("leg pain"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (robotic hysterectomy, left ovarian cystectomy,oophorectomy (one side removal of ovary),), surgery (hysterectomy and salpingectomy and cystectomy), surgery (robotic hysterectomy, left ovarian cystectomy,oophorectomy (one side removal of ovary),), surgery (hysterectomy and salpingectomy and cystectomy), surgery (surgery - cystectomy), surgery (right salpingo-oophorectomy) and surgery. Essure was removed on 15-nov-2016. At the time of the report, the uterine perforation was resolving, the fallopian tube perforation, device breakage, device expulsion, ovarian cyst, adnexa uteri mass, menometrorrhagia, allergy to metals, dysmenorrhoea, alopecia, hormone level abnormal, migraine, rash, skin disorder, vaginal discharge, weight increased, nausea and headache outcome was unknown and the back pain, pain in extremity, vaginal haemorrhage and menorrhagia had resolved. The reporter considered adnexa uteri mass, allergy to metals, alopecia, back pain, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, nausea, ovarian cyst, pain in extremity, rash, skin disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had a right salpingo-oophorectomy due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on 15-jun-2011: total bilateral occlusion on 15 nov 2016 patient had pathology reports resulted in :- part a. Uterus, cervix and right adnexa: cervix showing chronic cervicitis and small nabothian cysts. Corpus showing a leiomyoma, proliferative endometrium and a segment of metallic coil perforating the myometrium and protruding in the left cornu. Right ovary showing areas of endometriosis, follicular cysts with focal luteinization and stromal fibrosis. Fallopian tubes without significant changes. Negative for malignancy part b. Left ovarian cyst showing endometriotic cysts and follicular cysts, areas of stromal fibrosis and vascular congestion. Negative for malignancy. Part c. Left fallopian tube showing mild chronic salpingitis. Part d. Gross diagnosis: -uterine foreign body concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event- vaginal discharge, headache, pelvic pain, menometrorrhagia, right adnexal mass. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('serosa perforation /myometrium perforation/migration'), fallopian tube perforation ('perforation (fallopian tube(s)/ fracturing and migration of the device / malposition of essure device location of device: fallopian tube/migration of essure device location of device- uterus'), device breakage ('fracturing and migration of the device/ device breakage'), device expulsion ('migration of essure device- location of device: uterus'), ovarian cyst ('left ovarian cyst') and adnexa uteri mass ('right adnexal mass') in a 45-year-old female patient who had essure (batch no. 782774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *on (B)(6) 2016 patient had pathology reports resulted in :- part a. Uterus, cervix and right adnexa: - cervix showing chronic cervicitis and small nabothian cysts. - corpus showing a leiomyoma, proliferative endometrium and a segment of metallic coil perforating the myometrium and protruding in the left cornu. - right ovary showing areas of endometriosis, follicular cysts with focal luteinization and stromal fibrosis. - fallopian tubes without significant changes. - negative for malignancy part b. Left ovarian cyst showing endometriosis cysts and follicular cysts, areas of stromal fibrosis and vascular congestion. Negative for malignancy. Part c. Left fallopian tube showing mild chronic salpingitis. Part d. Gross diagnosis: -uterine foreign body. Previously administered products included for an unreported indication: ferrous sulfate. Concurrent conditions included obesity, endometriosis, ovarian cyst, anemia and vitamin supplementation. Concomitant products included oxycodone since december 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines/headaches") and headache ("headache"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy / allergic or hypersensitivity reaction type"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain/ loss (specify which one)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 5 years 11 months after insertion of essure. In november 2016, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, adnexa uteri mass (seriousness criterion medically significant), menometrorrhagia ("menometrorrhagia"), rash ("rashes"), skin disorder ("skin conditions"), vaginal discharge ("vaginal discharge"), back pain ("back pain/lower back pain"), pain in extremity ("leg pain"), nausea ("nausea"), metrorrhagia ("metrorrhagia"), genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy and salpingectomy andleft ovarian cystectomy, hysterectomy and salpingectomy(one side removal of fallopian tube) right, cystectomy, right salpingo-oophorectomy, robotic hysterectomy(full), left ovarian cystectomy,oophorectomy (one side removal of ovary) right and robotic hysterectomy(full), left ovarian cystectomy,oophorectomy (one side removal of ovary),). Essure was removed on 15-nov-2016. At the time of the report, the uterine perforation was resolving, the fallopian tube perforation, device expulsion, ovarian cyst, adnexa uteri mass, menometrorrhagia, allergy to metals, dysmenorrhoea, alopecia, hormone level abnormal, migraine, rash, skin disorder, vaginal discharge, weight increased, nausea, headache, depression, anxiety, urinary tract infection and post procedural complication outcome was unknown and the device breakage, back pain, pain in extremity, vaginal haemorrhage, menorrhagia, metrorrhagia and genital haemorrhage had resolved. The reporter considered adnexa uteri mass, allergy to metals, alopecia, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, menometrorrhagia, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pain in extremity, post procedural complication, rash, skin disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient had a right salpingo-oophorectomy due to complications from the essure device. Patient received treatment for events ¿ pelvic pain, general abnormal bleeding, metrorrhagia, uti, device breakage, perforation , migration, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event- vaginal discharge, headache, pelvic pain, menometrorrhagia, right adnexal mass. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received-new events general abnormal bleeding, metrorrhagia, uti , post removal complication were added . Outcome of device breakage updated to recovered / resolved a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("serosa perforation"), device breakage ("fracturing and migration of the device"), device dislocation ("fracturing and migration of the device") and adnexa uteri mass ("right adnexal mass") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), adnexa uteri mass (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (robotic hysterectomy, left ovarian cystectomy, and right salpingo-oophorectomy). Essure was removed. At the time of the report, the uterine perforation, device breakage, device dislocation, adnexa uteri mass, pelvic pain and menometrorrhagia outcome was unknown. The reporter considered adnexa uteri mass, device breakage, device dislocation, menometrorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient had a right salpingo-oophorectomy due to complications from the essure device. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.